Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in three pieces. Visual inspection of the lead noted internal insulation abrasions in multiple locations between the shock coils breaching the ring electrode, right ventricular, and superior vena cava cable lumens. In one location breaching the ring electrode cable lumen the inner coil lumen was abraded exposing the inner coil and in one location breaching the superior vena cava cable lumen the etfe cables and inner coil lumen were abraded exposing the conductor paths. Two external insulation abrasions breaching the right ventricular and superior vena cava cable lumens with no damage noted to the etfe cable lumens in the abrasion zones consistent with friction to device can.

Event description:
The product was returned without a complaint associated to the product and there is no allegation of a malfunction for this product.